Manufacturer narrative:
One device was returned for repair with complaint that the pump does not detect the latch lock. The event history logs did not reveal any faults. This device has not been in for service within the review period. Customer's reported problem, pump does not detect/latch was duplicated by functional testing. The cause is the latch lock flex. Replaced the latch lock flex to correct the issue. The device passed all functional tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump does not detect the lock/latch. The issue was discovered during testing. There was no patient involvement.